Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the results of the approved final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected field: e1 - email. The device was not returned to olympus for inspection, and the reportable malfunction was not confirmed. A root cause could not be identified. However, the device in question was not sent to olympus, and olympus has not been able to inspect its condition. The tip cover was not properly attached and stress was applied to the tip cover during the case, such as friction loads from twisting or pushing/pulling within the body cavity, or interference with the mouthpiece. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cover fell off into the patient's duodenum, that was retrieved using a retrieval net. The procedure was delayed for about 5 minutes and back-up device was used to complete the procedure. There were no unplanned diagnostic imaging to locate the device and there were no further reports of patient harm. This report is 2 of 2 for the duodenovideoscope.